Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) had a fan failure. It is unknown under which circumstances the event occurred, however there was no harm reported to patient.

Manufacturer narrative:
Updated sections : b4, g3, g6, h2, h10, h11. Corrected sections: b5, b6, b7, d10, h6 (impact code).

Event description:
It was reported that during routine start up check , the cardiosave intra-aortic balloon pump (iabp) had a fan failure. There was no patient involvement.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a fan failure detected. There was no patient involvement, and no adverse event was reported. A getinge field service engineer visited the site. Tested the device and can not replicate the reported fault. Found the device is working within specifications. Performed electrical safety testing as per as3551 standard. Unit is cleared for clinical use.